Manufacturer narrative:
The reported field experience was confirmed. Analysis note abrasions through the outer insulation at 19.9cm to 21.9cm, consistent with that produced by friction with the ICD can the condition of the insulation could have caused a short between the cable and device can resulting in the low impedance.

Event description:
The lead was capped when low high voltage impedance was observed.